Manufacturer narrative:
Permobil received correspondence on (B)(6) 2019 from a law firm identifying themselves as representing the end-user regarding an undisclosed failure having occurred with the device causing an undisclosed injury to the end-user. On (B)(6) 2019, permobil counsel was able to obtain verbal reports from opposing counsel alleging as the end-user was seated in their device, the armrest assembly became detached which caused the end-user to lose positioning and fall from the seating. This verbal report alleged the end-user suffered unspecified injuries to their spine and injuries requiring unspecific dental work. Reports given to permobil indicate the device had been repaired and end-user is currently using the device without any further issues being noted. It remains unclear as to nature of the alleged failure as reporting party has not been forthcoming. Permobil is unable to confirm a specific component malfunction as the components alleged to have failed were not returned to permobil and their whereabouts are unknown. Permobil will continue to investigate and if further information is received, a follow-up report will be submitted. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report alleging as end-user was seated in their device, the armrest detached allowing the end-user to lose positioning and fall out of the seating. Reports claim the end-user suffered an unspecified spinal injury and injuries requiring dental procedures to correct.